Event description:
Additional information received reported that the patient ¿had been down in bed so much and he could hardly get up.¿ it was also reported that ¿the nurse forgot to program the pump the right way in (B)(6) 2012.¿ the patient¿s medical record on (B)(6) 2012 showed that the patient was on soma for his spasms. During the doctor¿s visit on (B)(6) 2012, slight volume discrepancy was noted. The expected residual volume was 11.1 ml and the actual residual volume was 10 ml. The patient also had an magnetic resonance imaging done prior to the pump refill. The event log was showing a motor stall recovery occurred. During the doctor¿s visit on (B)(6) 2012, it was noted that patient was positive for gastric upset. During the doctor¿s visit on (B)(6) 2012, it was noted that the patient felt he needed to urinate all the time. During the doctor¿s visit on (B)(6) 2012, it was noted that the patient was positive for persistent numbness in extremities, positive for persistent weakness in extremities, positive for anxiety, and radiculitis lower limbs. Additional information received on (B)(6) 2012 reported that the patient had an x-ray and the pump ¿got turned off for a minute.¿ it was suspected that the ¿pump reset itself.¿ the patient had a representative looked at the pump after the x-ray. It was noted that the patient was scheduled for an MRI. The patient would like the pump turned off because he was fixed to have the pump explanted sometime in (B)(6) 2013.

Event description:
It was initially reported in (B)(6) that on and off for the last 7 months, patient had experienced a number of symptoms when the pump medication was turned up. Symptoms included burning over his entire body, itchy eyes, abdominal pain, rectal pain, pressure on the penis, and nauseated. It was stated that "turning up the meds in the pump made it worse." Per reporter, the healthcare provider wanted him to come off the orals and go to just patches for his breakthrough pain. "The last episode like this occurred in the first part of may." It was stated that the increased and additional rectal and penis pain along with other medicine that is "working badly" because of the drug in patient's pump and this had been occurring ever since the pump and sufentanyl put in. "The higher the dose was increased the more severe the symptoms got." Patient was wondering if he was allergic to the drug in the pump. It was further indicated that when the hcp placed saline in the pump he did not flush the pump and believed there was still some of the previous medication in there. It was added that the medication was increased but was not helping and the hcp switched him from fentanyl to sufentanyl and then finally to saline however the hcp just wasn't listening to him. Patient was on fentanyl patches after receiving the pump. Patient's pump began to alarm on (B)(6) 2012 and patient felt he was going through withdrawal and believed that event though he had saline in his pump; the hcp did not rinse out the pump and left behind a residue of medication. He had acute pain in the back, legs rectum, groin, left shoulder and left knee, an increase in abdominal pain. Patient had received a pain injection on (B)(6) 2012. Patient had a fentanyl patch and always and one since he had the pump implanted. He went from 200 mg before the pump to 100 mg when pump was implanted and he then went down to 50mg when the hcp switched his pump from fentanyl to sufentanyl. Patient's next refill wasn't scheduled for a few months. It was indicated that patient was scheduled to have pump removed on (B)(6) 2012. It was added that per patient's neurologist there were "no issues with the actual pump but that it may be the medication that the patient was reacting to." On (B)(6) 2012, it was once again reported that every time hcp increased pump dosage patient experienced an increase of pain in the rectum and penis ('felt like he was catheterized'). It was stated that patient went through withdrawal after his pump started alarming in july and seemed to "seemed to last a long time." Patient had subsequently stopped wearing patches. It was stated that the last medication they were supposed to put in there was sufentanyl instead fentanyl in (B)(6) 2012 and they ended up with fentanyl. In (B)(6) 2012, hcp was supposed to put in saline. It was now stated that patient was scheduled to have the device explanted on (B)(6) 2012. Patient didn't want to have the device removed because he had met with a neurosurgeon on (B)(6) 2012 who stated it was the medication that caused patient's issues. Patient experienced having withdrawal symptoms each week - vomiting, nausea, diarrhea. On (B)(6) 2012, it was reported that patient was feeling withdrawal symptom of abdominal pain and nervousness around the date of (B)(6), "but states in may be in his head." Patient didn't think the trouble was with his pump but felt as though it was the medication. Patient was at home and doing good. Additional information was received from the healthcare provider on the date of this report that noted: (B)(6) 2012: patient had low back pain; patient came in to have the pump turned off, because he did not want to have to come back every few months for a refill, when the pump was filled with saline, programmed to the lowest programmable rate. It was to fill the pump with saline and set the pump on minimum rate until the patient finds another hcp. Prior refill on (B)(6) 2012 - sufentanyl was taken out of pump, and saline was added. Patient smelt like he had been drinking alcohol and was hence dismissed from care. Patient had stated to the hcp that on (B)(6) 2012 patient was admitted on (B)(6) 2012 for "depression and suicidal thoughts." He was released on (B)(6) 2012. Patient stated that the depression and suicidal thoughts were brought on by his elevated pain. Pump was infusing sufentanyl 53mcg/day. Patient was still using a 50mcg and 25mcg fentanyl patch today. Other medications included fentanyl patch, roxicodone, soma, lyrica, sufentanyl in pump, nexium, synthroid, lisinopril, xanax. Patient admitted to the hcp on taking prescription for oxycodone and that he was told to stop his oral pain medication but continued to take it anyway. He agreed that he has a psychological dependence on oral pain medication to an extent. Patient continued to blame the increased pain on his pain pump. The pump dose was decreased 15% to 45mcg/day, increased patches to 100mcg q 48 hr omn (B)(6) 2012. Clinical notes since implant: (B)(6) 2011 - pump increase of 100% to a new rate of 9.993mcg/day. (B)(6) 2011- increased pain pump. (B)(6) 2011 increase pain pump. (B)(6) 2012 visit - increase pump to 32.5mcg/day of fentanyl 45% increase, move pump refill appointment and schedule pump increase appointment, increase conc of fentanyl on next refill to 100mcg/ml. (B)(6) 2012 - implanted pump on (B)(6) and yet no relief. (B)(6) 2012- refill. (B)(6) 2012 - fluoroscopy guided percutaneous lumbar myelogram via side access port of infusion pump - catheter appeared intact with no kinks or blockage. (B)(4) 2012 - 50 % increase may have helped some pain; (B)(6) 2012- refill. (B)(6) 2012: pt thinks that he is having trouble with the fentanyl in the pump as he has a lot of burning pain. Pump dose was increased. On (B)(6) 2012, 33% increase did not help. Patient continues to think that his pump is not functioning properly. He underwent a pump check on (B)(6) 2012 and it was okay. Pt was informed that the pump was okay and doc recommends to wait until the pump refill on next week and verify the reservoir volume and actual volume. On (B)(6) 2012, inadequate pain relief. Refills on (B)(6) 2012 fentanyl concentration change from 150.14 to 400mcg/ml. (B)(6) 2012: reason for visit increase in pump, current rate is not providing adequate pain relief. 20% increase on (B)(6) did not help. (B)(6) 2012: pt reports that every time the pump is increased he feels like he is on fire and burning all over. Pt would not let nurse analyze his pump today and stated that he didn't want anyone to touch it until the medication change on tuesday. Counseled pt that adding a 100mcg fentanyl patch afer the p ump was increased to 200mcg was very dangerous; that a medication violation was given to him. MRI ordered pt refuse pump increase. (B)(6) 2012: pt reports that the increase on (B)(6) was not effective. Telemetry reads fentanyl 200 mcg/day, reservoir volume 11.1ml, actual residual volume 10ml slight discrepancy at this time. Refilled pump with 20 ml sufentanyl 100 mcg/ml. (B)(6) 2012: MRI of l-spine from (B)(6) 2012 shows nothing worsening; increase pump by 50% to sufentanyl 30mcg/day, refill lyrica, increase roxicodone, decrease fentanyl patch and rtc for prialt trial on (B)(6) 2012. (B)(6) 2012 visited to increase pump- still having significant pain, feels patch was decreased too much too fast. Pump increase to 40mcg/d 33% increase and leave patch at 50mcg. (B)(6) 2012 : 1st prialt trail due to continued significant pain and failure to respond to conservative measures of pain relief. (B)(6) 2012: pain in genitalia/groin/buttocks, bil leg, low back and mid back. Patient reported that since his pump implant he had pain in his rectum and he feels like he needs to urinate all the time, he had seen an urologist and a gi doc but this has been over a year. Explained to the patient that side effect of the fentanyl patch is urinary retention. Patient reported that the gi doc had him start "pt" for the rectal pain and he started this last week. Patient decided he would like a pump increase today and he would also like to schedule another prialt trial. Pump increased by 13% to 45mg/d, decrease roxicodone and schedule prialt trial. (B)(6) 2012: pain in mid and low back with radiation into legs. Plan increase pump 33% to 60mcg/day. (B)(6) 2012 pump refilled. Patient continued to voice burning all over and increase pain in his rectum with the last increase and requested to have pump decreased today. Fentanyl 25mcg patch was added to current 50mcg patch q 48hrs. Hcp indicated that there was no patient injury and the event was not related to the pump. As of (B)(6) 2012, a CT lumbar spine- impression indicated no significant interval change from the prior examination. Broad based disc displacement, moderate right and mild left-sided facet hypertrophy at the l4-5 level contributes to abutment of the existing right l4 nerve. On (B)(6) 2012, it was reported that patient "fired his doctor and they put saline in his pump about 2 months ago." It was added that per the neurologist, it's the medicine, but the gastroenterologist and "some other people" said it was the catheter "being up against a nerve or something"; "it's been messed up." It was indicated that patient had x-rays done this morning and the pump turned off a minute and "reset itself or something."

Manufacturer narrative:
(B)(4).

Event description:
Patient continued to suspect that there was not just saline in his pump as he had withdrawal symptoms. In regards to the withdrawal in (B)(6) 2012, although there was saline in his pump, it was stated that the saline was supposed to last at least a year but ran out with 1.5 months and the hcp explained to him that she had just programmed "something wrong with pump causing saline to run out quicker than desired." He felt that fentanyl was still in pump because he thought he had a reaction to fentanyl when it was in his pump. Patient's symptoms had got worse despite being on fentanyl patches at the present. The hcp had advised him not to try patches for a while and when patient did that those symptoms did got better but "without the patches his other pain would not be covered." Patient continued to have the symptoms of urinary frequency, rectal and back pain reported previously. Patient desired to explant his pump and it was indicated that he was referred to and was waiting on.

Manufacturer narrative:
Programmer model: 8835, serial # (B)(4); catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, ex planted: unk; catheter model: 8591-38, lot # d13565, implanted: (B)(6) 2011, explanted: unk. (B)(4).